Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.  The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under (B)(4). Ongoing post market surveillance is conducted per our procedures for this product.

Event description:
Patient was revised due to fracture of the femoral neck. Update ad 23 aug 2019: wpc 376-2006 has been re-opened under (B)(4) due to claimsuite alert record received. Claimsuite alleges alval/soft tissue reaction. Added manufacturing date and patient harm of the cup and head. Corrected country of event and date of explant . Doi: (B)(6) 2005. Dor: (B)(6) 2006. Right hip.